Manufacturer narrative:
H.6. Investigation summary: "bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Customer has acknowledged that they were improperly activating the safety-lok shield. They have learned the proper way to activate the shield and will train staff accordingly. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed."

Event description:
It was reported when using the unspecified bd vacutainer safety-lok blood collection there was a safety shield failure issue. The following information was provided by the initial reporter. The customer stated: I have recently taken on a new role of a gp practice nurse. This has required me to participate in the gpn foundation course. Part of my studies is to write a reflective account on infection, prevention and control measures. Since I recently sustained a needlestick injury at work, I decided this would be a good opportunity for me to reflect. When carrying out my reflection, I realized I did not implement the safety lock on the winged device, which led me to further investigate. Whilst I accept full responsibility for failing to do this, I discovered, an element of my failure was that the safety sheath mechanism is not very flexible at all and is impeded wearing gloves. 07 june - additional comments received. Since my report to you I have asked the staff within my practice if they are experiencing any issues with the 23g safety lok needle. In doing this, I have discovered that we have been trying to engage the safety sheath completely wrong. The instructions are printed on the box and not the individual packets and this is not something that seems to have come up in our phlebotomy training.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the unspecified bd vacutainer safety-lok blood collection there was a safety shield failure issue. The following information was provided by the initial reporter. The customer stated: I have recently taken on a new role of a gp practice nurse. This has required me to participate in the gpn foundation course. Part of my studies is to write a reflective account on infection, prevention and control measures. Since I recently sustained a needlestick injury at work, I decided this would be a good opportunity for me to reflect. When carrying out my reflection, I realized I did not implement the safety lock on the winged device, which led me to further investigate. Whilst I accept full responsibility for failing to do this, I discovered, an element of my failure was that the safety sheath mechanism is not very flexible at all and is impeded wearing gloves. 07 june - additional comments received: since my report to you I have asked the staff within my practice if they are experiencing any issues with the 23g safety lok needle. In doing this, I have discovered that we have been trying to engage the safety sheath completely wrong. The instructions are printed on the box and not the individual packets and this is not something that seems to have come up in our phlebotomy training.